Event description:
The representative reported a flo-gard infusion pump with ?over pumping". It is unknown when or in what care area this event occurred. There was no patient injury or medical intervention necessary. Additional information received on 03/17/2010: device was received from a nursing home, there was no patient injury or medical intervention associated with the reported condition and the only information that can be provided is the programmed rate of 200ml/hour with a total volume to be infused of 100ml. Writer was informed that there is no additional information. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.